Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The leak was further described as all the unspecified content of the infusor leaked into the bag. There was no patient involvement. No additional information is available.